Manufacturer narrative:
The device passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. There was no delivery anomaly noted during testing. The device functioned properly. The device was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call of issues with high blood glucose. The customer's blood glucose level at the time of incident was 428mg/dl. Troubleshoot was conducted and found cannula bent and bloody. The customer had issues with bleeding at the site. It was reported that blood was found clogging cannula when set was removed during high pressure test. The customer was advised to insert in subcutaneous tissue, and monitor the site. The customer is being sent out replacement pump.